Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis revealed no anomalies found.

Event description:
It was reported that the atrial lead had high impedance when a new device ws implanted. The lead remains in use. The implanter felt the device was "defective" at implant because of the high atrial lead impedance measurement. The device was not implanted and replaced. No patient complications have been reported as a result of this event.